Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s11066 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. Of 08/10/2022, all (B)(4) devices released to finished goods for lot s11066 have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On july 25th, 2022, pmqa received notification from legal that a second device, lot s11066-015 was also implanted on (B)(6) 2012. The original information reported through a legal event that a 47 year old female patient had hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. The patient had a revision surgery on (B)(6) 2013, during which an additional strattice mesh was implanted. After these surgeries, the patient returned to the hospital for a revision surgery on (B)(6) 2014, during which strattice mesh was explanted. This record was opened to capture the additional lot that was implanted as it was not clarified what device was explanted on (B)(6) 2014.